Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the ts8850, concept grafix tendon stripper, 7.0 mm device was used in an acl reconstruction procedure on (B)(6) 2026, and ¿during the harvesting of the semitendinous tendon, the instrument broke at the tip¿. The procedure was completed with the use of a mitek tendon stripper and a delay of 5 minutes. Further assessment found the device fragmented and fell into the surgical site. All fragments were retrieved using a kocher. There was no injury, medical/surgical intervention or extended hospitalization required for the patient, whose current status is reported as "all good". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.